Manufacturer narrative:
The urea/bun reagent lot number is 88579801, with an expiration date of 31-mar-2026. The field service engineer inspected the module and found water stains on the reaction cells' surface, caused by dripping from the rinse station or water from the reaction cells. He determined that the event was caused by the dilution of the patient sample in the cuvettes by the dripping water. He then repaired this part. The investigation determined that the event was consistent with a hardware malfunction. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable urea/bun assay result for 1 patient sample on a cobas 8000 c702 module. The initial result was 2.56 mmol/l. The repeat result was 9.75 mmol/l. The initial result was not reported outside of the laboratory, as it was deemed slightly low while other renal function assay results were within normal range, prompting the rerun.